Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported partial clip movement could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appear to have been results of to the reported partial clip movement. Recurrent mr and dyspnea are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed the clip had slightly detached from both leaflets, causing mr to increase to a grade of 4. Although the clip slightly detached, it was noted that it remained attached to both leaflets. The physician also stated that no tissue damage occurred. On (B)(6) 2021, a second mitraclip procedure was performed to reduce mr. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.